Manufacturer narrative:
The internal complaint file #(B)(4) has been logged for this incident for traceability. The device involved in the incident wa returned to belmont medical technologies for evaluation on (B)(6) 2022. We received an update on (B)(6) 2022 form (B)(6) (ed manager at the user facility) that the patient was not harmed by the incident. Medwatch #4900240000-2022-8073 was received in relation to this alleged incident on (B)(6) 2022. (B)(6) initially stated that during an mtp, they experienced leaking blood/fluid from the disposable. They could not locate the origin of the leak, but they did keep the disposable and will send back for investigation. Belmont received an update from the user facility on (B)(6) 2022 that the ri-2 involved in this incident infused approximately 2-3 units of blood product prior to the incident. It was also confirmed that the patient was not harmed by the incident. The operator's manual also provides instructions on installing the disposable set and additional recommended operator actions. The step-by-step procedures in manual has warning on installing the disposable, "do not kink or twist the tubing" and "do not apply excessive pressure to the pressure transducer. The pressure transducer can be damaged with excessive force. Do not use the system if the pressure transducer is damaged". Evaluation: the cited device was evaluated at belmont. During testing, the air vent, heat exchanger and tubing were all checked for leaks but no leaks were found. A retain disposable set from this lot was also tested and no leaks could be found. Lastly, the device history of the ri-2 was reviewed and no previous issues were found with the device. The issue could not be verified and a root cause of the reported leak could not be identified. All belmont® 3-spike disposable sets are 100% leak tested and 100% visually inspected prior to final packaging and release for shipment from belmont medical technologies. No device malfunction could be verified and the root cause could not be determined. We will continue to monitor and trend similar reports closely and take further corrective and preventive actions if required.

Event description:
(B)(6) (ed manager) stated that during an mtp (massive transfusion protocol), they experienced leaking blood/fluid from the disposable. They could not locate the origin of the leak, but they did keep the disposable and will send back for investigation. Belmont received an update from the user facility on (B)(6) 2022 that the ri-2 involved in this incident infused approximately 2-3 units of blood product prior to the incident. It was also confirmed that the patient was not harmed by the incident as they were close to the end of the mtp.